Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was plugged into a power source in room temperature conditions. Additionally, the customer received power source alerts when the pump was plugged into a wall outlet using multiple wall adapters, which prevented the pump from charging. The customer's blood glucose (bg) level was 84 mg/dl. The customer was instructed by tandem technical support to contact the healthcare provider for backup insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and temperature alarms were verified in the pump logs; however, no failure was identified related to the alarms. The alleged battery issue was verified.